Manufacturer narrative:
Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. Unit sc1-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Cosmetic damage at the retainer ring(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case and cracked keypad overlay was noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 16.0 mmol/l. Troubleshooting was performed but the issue was not resolved. The event involved product(s) mmt-1885. The customer reported physical damage (crack or scratch) on the pump related to the retainer ring. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer was instructed to revert to the backup plan per health care professional instruction. Mmt-1885 was requested and the customer response was the device will be returned.